Manufacturer narrative:
Evaluation: the iab was returned with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. None of the membrane retainers were returned with the iab. The details surrrounding the rpt'd event was found to be quit disturbing when rpt'd to datascope. The inability for the balloon to inflate inside the pt, along with the associated pump alarms, was the result of a membrane retainer having been left in place over the folded membrane. For the membrane retainers to remain in place over the folded membrane when the device is removed from the tray can only occur if the balloon is pulled from the tray on a sharp angle with force. Removing the iab from the tray in the above fashion would cause the membrane retainers clips to dislodge from the blister tray allowing the membrane retainers to remain in place over the folded membrane. It is not possible to determine why the user failed to notice the retainers on the iab prior to insertion into the pt. The balloon was most likely not removed from the tray according to datascope's instructions for use. Datascope's instructions for use states the following for removing an iab from the blister tray: a. Remove the tray from the inner wrap. B. Remove only the extracorporeal tubing from the tray. C. Connect the sterile one-way valve to the iab male luer fitting. Connect the 60 cc syringe to the one-way valve. D. With the syringe, slowly aspirate at least 30 cc. Remove the syringe, leaving the one-way valve in place. E. Remove the iab by lifting the y-fitting and catheter from the tray and withdrawing the balloon from the protective sleeves. Pull the balloon straight out of the sleeves through the slot provided in the tray. The sleeves and clips will remain attached to the tray. It was not rpt'd if there were any pt complications as a result of the event. Since it was rpt'd that a second balloon was inserted into the pt and therapy continued, co can only assume that the pt was not injured.

Event description:
The iab could only be removed from the tray with a lot of force. The user removed the first sleeve, but did not see that the second sleeve was still on the membrane. When the iab was inserted, check "iab" alarm sounded from the pump and the pump could not be started. An emergency call was made to datascope css. Under radiography, it could be seen that the iab inflated partially only. When the iab was removed from the pt, the small sleeve was found on the membrane. A second iab was inserted and iabp continued. (Event complications: unknown-reported 6/13/97.) (Pt's current status: unk-rpt's 6/13/97.)